Manufacturer narrative:
The reported event of sensing, capture, and impedance anomalies could not be reproduced in the lab. Device image review revealed oversensing consistent with lead issues and not a device malfunction. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a remote follow up, noise resulting in oversensing, intermittent capture and decreased pacing impedance were observed on the right ventricular channel device. The device was explanted and replaced to resolve this event. The patient was stable.